Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) error code 14. Getinge field service engineer (fse) verified failure code 40. Isolated scroll compressor as failure. Replaced scroll compressor. Performed functional check and safety test then returned unit to clinical service. Patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error code 14. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).